Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown nexiva diffusics had air bubbles / air in line. Material: unknown; batch#: unknown. It was reported by the customer that seeing more air bubbles in the heart on CT scans. Verbatim: rcc received a complaint via email. Email(s) attached. Our radiologist commented that he is seeing more air bubbles in the heart on CT scans. Could this be caused by staff not placing the IV site appropriately? Have you ever heard of this? Any insight to add here? I'd first assume placement isn't being executed properly however, wanted to ask.

Event description:
Additional information: kindly provide the material number and batch/lot number of the product. I do not have that information- I¿m sure that box is gone. Kindly provide the date of event. September 5, 2024. Can you share any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury to the patient. Our radiologist just noticed it and stated he has seen it before. I don¿t have any examples of the previous studies. I have visited with my staff making sure they are filling the tube prior to pushing contrast. I do not know how the ER handles their IV¿s.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.